Manufacturer narrative:
(B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5 weeks post-operatively an orthopedic procedure, the patient wound had dehisced, and re-surgery was performed to resolve the issue.